Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pharmacy programmed the pump as usual, but when they turned the pump on, there was a "high pressure alarm". The pump was not connected to a patient when the error/event occurred. A continuous infusion rate of 1.4 ml/hour times 96 had been programmed, with a total reservoir volume of 133 ml and given none. The air detector and upstream sensor had been turned off. The locked level had been set to ll2. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing; instead, they used syringe to pull medication through tubing. As soon as they turned on the pump, the alarm came on, and they could not clear the alarm. They swapped out pumps and patient completed therapy.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.